Manufacturer narrative:
(B)(4).

Event description:
It was reported that the articular surface couldn't be implanted during surgery. The procedure was completed with another device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As received the dovetail on articulating component on one side is compressed due to improper alignment of instrument, also signs of gouging as well. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause for failure of the art surface to successfully lock to the tibial tray is foreseeable misuse / improper surgical technique. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.